Manufacturer narrative:
Complaint conclusion: a report was received that the physician was unable to deploy the 9 x 40mm stent from a precise pro rx us carotid stent deployment system (sds). When the device was removed, the site noted that the sds had separated ¿where the low profile connects to the stent pod monorail portion¿. The procedure was completed with another precise sds with no reported patient injury. The event involved a patient undergoing endovascular treatment a lesion in the right proximal internal carotid artery and distal right common carotid artery. The target lesion was pre-dilated with a 4 x 2mm aviator balloon. The precise sds was advanced to the target lesion on a 6mm angioguard guidewire and the tuohy-borst was loosened. When the physician attempted to retract the outer sheath, the outer member did not retract and the stent could not be deployed. When the device was removed, the site noted that the sds had separated ¿where the low profile connects to the stent pod monorail portion¿. The sds was removed and the procedure successfully completed with another precise sds with no reported patient injury. Attempts to obtain additional information have been unsuccessful. The device was not returned to the manufacturer for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: 4x2 balloon (aviator) to pre-dilate the lesion, 0.014 unknown wire, 6 mm unknown angioguard and unknown size precise to finish the procedure. (B)(4). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the stenting of the right proximal internal carotid artery and distal right common carotid, it was reported that after confirming location, the physician proceeded to deploy the precise stent. Loosened the tuohy and retracted the catheter toward the paddle, however, the stent did not deploy. The catheter did not uncover the stent. It appears that the catheter separated where the low profile catheter connects to the stent pod monorail portion. Stent delivery device was removed from patient and a new precise stent was deployed without any difficulties. The patient did great. The lesion was pre-dilated with 4 x 2 aviator. Precise pro was delivered over the .014 wire of a 6mm angioguard. The product will be returned.